Manufacturer narrative:
Reported rupture discovered during size change procedure. Ultrasound and MRI procedures conducted prior to exchange did not indicate ruptured device.

Event description:
Patient underwent bilateral implant replacement surgery. During procedure right-side implant determined to be ruptured.